Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support to resolve the issue.